Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported a blower issue. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the blower and the reported problem was resolved.

Manufacturer narrative:
The blower assembly was returned to failure investigation for analysis. The customer's reported issue was verified; the hall sensors did not function properly. The root cause was a failure of the blower assembly.